Event description:
It was reported that dissection occurred. The 75% stenosed target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy ii drug eluting stent was deployed to treat the lesion. After post dilation, a distal edge dissection was noted. Another stent was implanted overlapping the 2.50 x 16 synergy ii stent to cover the dissection and the procedure was successfully completed. The patient is expected to fully be recovered.